Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One ar-1927pbs lot 12635871 was received for investigation (image 1). Visual inspection showed that the metal portion of the punch became dislodged from the plastic handle by approximately 0.8010". The proximal end of the metal portion of the punch is intended to be protruding out of the proximal end of the plastic handle by 0.10" ± 0.03", however is sunken into the plastic handle by .07010" (images 2 and 3). The cause of the complaint is undetermined, however the most likely cause is due to impacted the proximal end of the punch.

Event description:
It was reported that during a rotator cuff procedure, when the surgeon created the pilot hole for the medial row, the plastic handle of the punch ar-1927pbsu-1, lot: 12635871, became dislocated from the metal portion. Once the punch as removed, the plastic part was almost completely dislodged from the metal center. The case was completed by using a reusable punch. Image and video attached.